Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for collagen deposition into the artery. The exact root cause could not be determined. It is possible that the device was deployed in a calcified artery or excessive tamping was performed during device deployment, leading to the reported adverse event. Device history record (DHR) review cannot be performed due to the lot number being unknown. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age or date of birth: requested, not provided.due to hospital policy a3a: sex: requested, not provided due to hospital policy a3b: gender: n/a a4: weight: requested, not provided due to hospital policy a5: ethnicity: requested, not provided due to hospital policy a6: race: requested, not provided due to hospital policy d4: lot #: requested, unknown d4: expiration date: unknown, as the involved product lot # was unknown. D4: UDI: unknown, as the involved product lot # was unknown. H4: device manufacture date: unknown, as the involved product lot # was unknown the production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device was used to achieve hemostasis for a parent plus guiding sheath (medikit) via an ipsilateral/antegrade approach during endovascular thrombectomy (evt) that included a calcified lesion. Although there was resistance during insertion of the assembly into the artery, the backflow was observed as the insertion sheath was advanced into the artery, however, the momentum of the backflow was weaker than usual. Therefore, the insertion sheath was repositioned once and the backflow was observed, therefore the manipulation was continued. However, although the tamper tube was pushed, it was confirmed that hemostasis was not sufficient. When an ultrasound was performed to check the puncture site, it was found that the collagen had slipped into the artery. The anchor and collagen were removed surgically on the spot. Multiple sticks were performed, and the posterior wall was punctured. The procedure before deploying the device was percutaneous peripheral intervention (ppi). A pre-deployment angiogram was not performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was unknown. The patient was recovering the estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product. Additional information was received on 31jan2025: the patient was discharged.